Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing extreme pain that was beyond normal expectation. The physician stated that it was not cause by the device and believed that the pain was due to the patient's anatomy. The patient's trial lead was removed.